Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. There were 15 non-sustained tachycardia episodes with v-v intervals <(><<)>220 milliseconds from (B)(6) 2016. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. The lead failure predictor triggered on (B)(6) 2016 for ventricular sensing integrity counter (sic) and non-sustained tachycardia episodes. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The rv pacing impedance was steady at approximately 488 ohms through (B)(6) 2016 and rose out of range by (B)(6) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. There were 606 ventricular sic since the last session 7.9 days ago.

Event description:
It was reported that a lead integrity alert (lia) was triggered due to a high sensing integrity counter (sic) count and non-sustained ventricular tachycardia episodes that appeared as visible noise on the right ventricular (rv) lead. The rv lead also exhibited high thresholds and a possible fracture. It was noted that the rv lead pacing impedance rose to a high value. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.